Manufacturer narrative:
The product involved in the report has been returned and the investigation remains in progress at this time. All information reasonably known as of 27 feb 2023 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical inc. Avanos medical inc. Has no independent knowledge of the reported event but is relaying the information provided by the user facility where the incident occurred. This product incident is documented in the avanos medical complaint database and identified as complaint comp-(B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an avanos medical inc. Product is defective or caused serious injury.

Manufacturer narrative:
The device history record for lot 30117544 was reviewed and the product was produced according to product specifications. The actual complaint product was returned for evaluation. The entire closed suction catheter was examined, and the sleeve was free of tearing or damage. The manifold was free of cracks or any deformation. The irrigation assembly appeared intact. Control valve functioned as intended when pressed down; it goes back up to the upward position. Male and female swivels appeared intact and swiveled accordingly. A cts test system was used to create some air inflation. A manifold test adaptor was attached to the cts test port. Male swivel was attached to the 15mm male test adaptor while a 15mm female plug was attached to the female swivel to secure closure and sealed all openings. When the catheter tip with the skives was inside of the peep seal area not showing at the manifold, an air to the sleeve appears, making the sleeve blow up. However, when the catheter tip with skives was outside of the peep seal area, showing at manifold, no air leak sound experienced. No sleeve inflation was observed. Based on the sample evaluation, the incident could not be confirmed. A root cause could not be determined since no failure was detected during the evaluation of the returned device. All information reasonably known as of 02 may 2023 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical inc. Avanos medical inc. Has no independent knowledge of the reported event but is relaying the information provided by the user facility where the incident occurred. This product incident is documented in the avanos medical complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an avanos medical inc. Product is defective or caused serious injury.

Event description:
Avanos medical inc. Received a single report that referenced two different incidences, which were associated with separate units. This is the second of two reports. Refer to 8030647-2023-00003 for the first report. It was reported that the in-line catheter was placed in the evening. The next day, it inflated like a balloon. No injury or medical interventions reported.

Manufacturer narrative:
The sample is reported to be available but has not yet been received by the manufacturer. A review of the device history record is in-progress. All information reasonably known as of 05 jan 2023 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical inc. Avanos medical inc. Has no independent knowledge of the reported event but is relaying the information provided by the user facility where the incident occurred. This product incident is documented in the avanos medical complaint database and identified as complaint: (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an avanos medical inc. Product is defective or caused serious injury.